Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Additional information has been received which was not included with the initial report. The information has been provided with this report. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer's blood glucose level was 400 mg/dl, 54 mg/dl at the time of incident. Customer stated the other blood glucose value was 316 mg/dl, 156 mg/dl, 213 mg/dl. Customer treated with insulin pump for high blood glucose. Customer did not allege insulin pump was under delivering. Customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.